Manufacturer narrative:
G5: PMA/510(k) number = pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a fistulogram, the wire included in a micropuncture traditionless access set separated. The tip of the wire allegedly broke off inside the patient's subcutaneous tissue upon removal of the device. The wire was not removed through a needle. The tip was not removed from the patient, and the resident was reported to have stated "that the wire will work itself out.". There has been no report that the patient required any additional procedures or experienced any adverse effects due to this event.

Manufacturer narrative:
Investigation - evaluation. Reviews of the complaint history, device history record, documentation, drawing, manufactures instructions, quality control, and specifications were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Furthermore, reviews of the manufactures instructions, drawing, labeling, and quality control procedures were conducted, and no gaps were discovered. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information was received in the form of an FDA hhs sus report (mw5083456) on (B)(6) 2019. According to the report, the patient had a malfunctioning left ulnar artery to cephalic vein arteriovenous fistula with significant arm hematoma. An ultrasound guided thrombin infection of pseudoaneurysm of the peripheral aspect of the fistula was performed. Reportedly, the physician chose to leave the separated wire tip in the patient's subcutaneous tissue because the risk outweighed the benefit of removing it. The fragment, measuring approximately 2mm, is not in a vessel. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred. - attachment: [(B)(4)_hhs_FDA_sus_mw5083456_recvd 12feb2019_mnp.pdf].